Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hospitalization. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient was taken to the emergency room (ER) due to steadily increasing blood glucose (bg) levels on the night of (B)(6) 2017 and into the early hours of the morning, on (B)(6) 2017. The patient¿s bg levels had reportedly reached 27.6 mmol/l (497 mg/dl) while wearing the pod for an unknown length of time on the arm. At the hospital, the patient was put on liquids by the doctor and provided correction boluses. The pod, which was removed at the hospital, was reported to be secure during wear. No additional information pertaining to the ER visit was provided.